Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Only the base of the device was returned and evaluated. No faults were detected and the alleged complaint could not be duplicated.

Event description:
Customer alleges that their powerchair moved suddenly and erratically resulting in the powerchair colliding with a wall.

Event description:
Customer alleges that their powerchair moved suddenly and erractically resulting in the powerchair colliding with a wall.

Event description:
Customer alleges that their powerchair moved suddenly and erractically resulting in the powerchair colliding with a wall.

Manufacturer narrative:
Corrected the patient identifier. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.